Manufacturer narrative:
There were no reported medical interventions, surgical delays, or any adverse consequences for patient and/or user with this event. No device-related deaths or serious injuries were informed. Device malfunction cause the device to fail to perform its essential function and compromise the device's monitoring effectiveness, since it would not be able to process biological indicators. If this were to recur, the lack of biological indicators processing could affect the load release, which could contribute to a serious injury if it were to recur due to lack of sterile material.

Event description:
According to the user, the incubator would not turn on. Noticed during testing.